Manufacturer narrative:
D10: concomitants: (B)(6) 300-30-14 - equinoxe preserve stem 14mm. (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. The revision reported was likely the result of compression screw fracture and infection. The cause of the compression screw fracture cannot be conclusively determined but may be related to improper seating of the baseplate, insufficient bone quality, insufficient number of compressions crews, and/or the reported ¿fall.¿ a secondary finding of prosthesis wear of the humeral liner was likely due to unintended impingement of the humeral liner against native glenoid bone. However, the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient underwent a left total shoulder arthroplasty. Subsequently, one (1) year and 3(three) months later, the patient experienced pain, a fall, and was diagnosed with an infection. As a result, the patient underwent a surgery where all implants were explanted and a spacer was used. The patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.